Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient's hearing performance has started to deteriorate. Testing carried out on (B)(6) 2011, shows that the ground path impedance is at 5,20 kohm, and electrode channels 9, 10 and 12 in status hi. Electrode channels 8, 9, 10, 11 and 12 have been locally disabled. Currently the device has 7 active electrode channels, the performance is deteriorating.